Manufacturer narrative:
The damage found was sustained during surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine follow-up. Upon interrogation, the lead exhibited high capture threshold. Fluoroscopy revealed that the lead had dislodged. The lead was attempted to be repositioned, but due to a helix extension issue, the lead was removed and replaced. The patient was stable post-procedure.